Manufacturer narrative:
As received, the device was at normal range of operation. After all electrical test was performed, including thermal and mechanical stress, the device exhibited normal device characteristics with battery voltage above elective replacement indicator (eri) level. Additionally, a longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was prophylactically explanted and replaced to mitigate the clinical risk as the patient is pacemaker dependent. The patient was in stable condition following the procedure. There was no malfunction observed at the time of replacement.